Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the sample mixer. The cse primed and aligned the system and ran system check 1, which passed. The customer ran precision testing, which passed. A siemens headquarter support center (hsc) reviewed the instrument data prior to cse visit which indicated that the customer obtained multiple result monitor errors with corresponding abnormal assay flags for calcium and another method; both indicators of a sample mix issue. Sample 46451 was run out of a small sample container. The hsc reviewed the instrument data after cse performed troubleshooting, which indicated that there were no additional result monitor errors with associated abnormal assay flags and the sample mix issue has been resolved with the cse visit. The cause of the discordant, falsely depressed ca result on one patient sample is due to faulty sample mixer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca result.